Manufacturer narrative:
Retainer ring = black. Customer complained about the device having the back of the device worn, flashing white display, exposed to moisture and the battery cap was missing the contact on event date of (B)(6) 2021. No blank display anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. Device received with high sleep current measurement, all buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on electrical board 1 was not unlocked during visual inspection. Device passed the keypad voltage test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected battery alarms/alerts/anomalies noted in the history/trace files on event date of (B)(6) 2021 or 7 days before the event date. Tested with a test p-cap and the test p-cap locked in place properly. Device received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, corrosion on battery tube and scratched case. Device was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, corrosion on electrical board 1 and corrosion on electrical board 2 noted during visual inspection of the electronics. Device confirmed the serial number label missing, not worn. Device was not confirmed for flashing white display. Device was confirmed for moisture damage on the electronics. Battery cap could not be confirmed since battery cap was not received with device. Device was confirmed for high sleep current measurement due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer stated that insulin pump had flashing light when they were on the pool and insulin pump had exposed to moisture. Customer stated that the battery cap metal piece came off. Customer stated that the keypad buttons was not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.